Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the homechoice cassette had plastic inside the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye with a slight amount of excess tubing (plastic) noted at the base of the heat seal of the tubing to the patient connector. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. No issues were noted during functional testing. The reported condition was verified; however the slight amount of excess tubing (plastic) noted at the base of the heat seal of the tubing to the patient connector is not represented a nonconforming product as it does not block the fluid path and does not affect the function of the set. This is manufacturing related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.